Event description:
Additional information received states that the patient was in stable condition now.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5 corrected: e1 (facility name), g1 (manufacturing site name). H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics; however photos were provided for review. The photo investigation revealed that the matneu scr ã¸1.5 self-drill l4 tan 1u I/c was observed broken between the threaded body and the head. Only pieces of the head can be observed. The embedded device cannot be observed, as no x-ray evidence was provided. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the matneu scr ã¸1.5 self-drill l4 tan 1u I/c would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.503.104.01s lot number: 24583p2 it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 28 jun 2024 manufacturing site: jabil bettlach expiry date: 01 jun 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, the screw cap was broken and the thread was left in the patient's body. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.